Manufacturer narrative:
We will send a final report once the investigation on the pieces, returned to lima corporate, will be concluded.

Event description:
Intra operative issue occurred on (B)(6) 2017 : during a knee surgery, while preparing to drill the patellar peg holes, the dome and drill clamps broke. Surgery successfully completed by using another patellar tray available in the hospital. According to the info reported, the patient was obese and the approximate number of uses of the instrument was estimated to be of over 100 times. Event occurred in the us.